Manufacturer narrative:
According to the event description no fall and no injuries were mentioned. A similar problem with the c-leg tube adapter (soldering defect at the tube adapters strain gauge) already led to falls with serious injuries which is why this product problem is classified as a reportable malfunction.

Event description:
Event description: device did not function properly and caused patient to nearly fall. Hydraulics gave out. Product problem description: during incoming inspection at the service department in (B)(4), erroneous values of the tube adapter were measured. These erroneous values led to the mentioned event (missing damping behaviour during stancephase). Further inspections (repeated incoming inspection and climat chambre test) at the service department and by the product responsible developer showed no erroneous values of the tube adapter anymore. Due to these information it was not possible to reproduce the failure of the incoming inspection and determine the root cause of the failure.